Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with the implantable neurostimulator device, specifically a pain stimulation implantable puls e generator (ipg). The doctor was unable to insert the leads, and the battery had dropped down and turned sideways, causing persistent pain. The patient experienced blisters due to the movement of the implant, which was located in the middle of the butt cheek, necessitating caution when sitting. The patient was redirected to their healthcare provider for further assistance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported they have not met with a healthcare provider (hcp) yet. They stated they need one to remove their implantable neurostimulator (ins) and the issue has not been resolved. Patient adds for the last few months they have had trouble charging their implantable neurostimulator (ins) and when they get it charged it started to hurt and blisters form around their ins site. They state their ins hurts all the time when they sit in certain chairs and it is causing issues in their left leg. They state their last ins left a hole in their spine and they want the current one out before it causes more damage.